Event description:
It was reported that the customer experienced low blood glucose levels of 61 mg/dl and 59 mg/dl followed by a high blood glucose level of 400 mg/dl. Customer stated that the pump was too complicated. Customer declined transfer to helpline. No further details provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.